Event description:
It was reported that during surgery, the screw broke into pieces while the surgeon was screwing it in.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.